Event description:
Ge carestation 650 adjustable pressure limiting valve not releasing airway pressure when set to minimum in bag mode. Clinician had to remove the rebreathing bag to release the positive airway pressure during procedure to prevent potential barotrauma to patient. Parts were ordered and waiting for ge service representative to replace.